Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on an unknown date, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement was pointed out and an echography showed a suspected type iiib endoleak at the overlapped site between the trunk-ipsilateral leg and contralateral leg. An additional procedure is scheduled for (B)(6) 2022. Update: (B)(6) 2022, fsa confirmed the re-intervention will not take place because of the patient's condition.